Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge¿ balloon catheter was advanced to dilate the target lesion. However, when the physician put the balloon down and pulled the negative pressure, it was noted that the blood was pulled back into the end of the inflation device and that the balloon was broken. The procedure was completed with another of the same device. No patient complications were reported.